Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a pacemaker pocket erosion and infection. Physician did not believe that the infection was related to the system. Entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.

Event description:
New information received noted that patient exhibited the infection on (2020. Hospital became aware of the event on 13 mar 2021.